Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that it had been determined that the patient's device was off which was why they hadn't been feeling stimulation. They noted that stimulation had helped the patient's pain. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was not feeling any tingling sensation when raised up to 10v. The patient was told how to increase stimulation and was getting a reached upper limit screen. The patient stated they didn't feel any tingling in the legs and that was a couple of days ago. The patient stated they needed to increase stimulation. The patient stated when they did feel stimulation it was on the right leg. No further complications were reported.